Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient under went a total hip arthroplasty. During the procedure the cup inserter fractured while impacting the cup into place. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated corrected UDI-na complaint sample was evaluated and the reported event was confirmed. As returned, the device is fractured into two pieces at approximately mid shaft. The diameter of the shaft (at fracture site) and material hardness are conforming to print specifications.the screw could pass the go gauge. Wear & tear that is seen on the strike plate indicates extensive use during a potential field age of approximately 1 year 9 months. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.